Event description:
The customer contacted the company's customer experience team via sms text to report that this was their first time using the device and they were having difficulty removing it. The company's customer experience team provided live assistance, however, the customer was at work and stated that they would need to try the tips provided once they were home later that evening/after hours. The customer contacted the company's customer experience team via live chat the following morning and stated that they had sought medical assistance for removal at a local emergency room. The customer stated that the device was in place for approximately 25 hours before being removed and their treating provider informed them during removal that it was "twisted" and there was some suction, but they were able to remove the device digitally without the use of any tools. The customer reported experiencing some discomfort and pressure during removal, but did not report experiencing any other adverse symptoms during or after removal of the device. The company advised the customer to discontinue their use of the device and follow the instructions of their treating provider. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.